Event description:
It was reported that a 50-year-old female patient underwent unspecified breast surgery with 350cc mentor memorygel breast implant and experienced left side rupture confirmed by cat scan. The patient has consulted with the medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 14, 2022, mentor became aware that the date of surgery is on (B)(6) 2022. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation is on (B)(6) 2022. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 22, 2023, the mentor failure analysis lab received the device for evaluation. On december 28, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 350cc breast implant was found to be ruptured and received in three parts. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received ((B)(6)). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).